Event description:
Boston scientific received information that one day post implant of this device system, during a post operative check, right atrial (ra) lead pacing impedance measurements were greater than 2,000 ohms. Prior to the patient's departure, measurements had stabilized to within acceptable limits. It was also reported that the patient with this system suffers from chronic atrial fibrillation (af). The patient's physician elected to monitor the system, as the chest xray was unremarkable. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.